Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 778116565 , 510k# k090390 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation surgery at t2 to il due to degenerative kyphoscoliosis. Post-op, the set screw on the open side of rc connector, which was used at the first time of posterior fixation, backed out/deviated in a year. The surgeon noticed this event when the patient visited the hospital for follow up. Patient underwent revision surgery as a result of this event to re-insert the set screw and reinforcement was done with four rods. There were no patient complications in the revision surgery.